Event description:
It was reported that a PICC was placed to infuse antibiotics. Later an "internal hematoma" was discovered above PICC insertion site. PICC was removed and an anticoagulant was administered.